Manufacturer narrative:
An event regarding a periprosthetic fracture involving an accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: visual inspection was performed as part of the material analysis report (mar), dated 13-nov-2017. The mar identified. "The anterior, posterior and superior surface of the stem are shown. Explantation damage was observed on the posterior and superior surfaces of the stem. On a detailed image of the trunnion it was observed that the trunnion showed machining lines and in-service wear." A material analysis has been performed. The report concluded: "explantation damage was observed on the femoral stem and acetabular insert. Original machines lines and a continuous dark bands was observed on the internal circumference of the femoral head female taper. Original machine lines and in service wear were observed on the femoral stem trunnion. Eds showed the stem was consistent with astm f1813 alloy, the head consistent with astm f1537 alloy. No material or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: not performed as no medical records were received for review with a clinical consultant. Product history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been one other events for the lot referenced. The event relates to a size/fit issue involving an accolade stem. Conclusions: the exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's right hip was revised after patient sustained a periprosthetic fracture of the femur after falling out of a pickup truck. Stem, head, cup, and liner were revised. Surgeon reported that the head was well fixed to the stem with no signs of wear. Upon explantation, the head was dropped on the floor. Rep reported that prior to striking the floor, there was no evidence of wear.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that patient's right hip was revised after patient sustained a periprosthetic fracture of the femur after falling out of a pickup truck. Stem, head, cup, and liner were revised. Surgeon reported that the head was well fixed to the stem with no signs of wear. Upon explantation, the head was dropped on the floor. Rep reported that prior to striking the floor, there was no evidence of wear.